Event description:
Attorney alleges the patient was told the device would last six or eight years but the device needed replacement within nine months. The device was explanted but not returend to the manufacturer for analysis. A follow-up report will be sent when additional information is received.